Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The cartridge had been tested for insulin use up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion set and site multiple times. The customer performed a system check and the occlusion appeared to be at the site level. The customer's blood glucose (bg) level was 254 mg/dl. The customer was to deliver a bolus of insulin after the cartridge and tubing were changed. Reportedly, the customer was using humalin r u-500 in the cartridge and that the cartridge had been in use for a couple of weeks at a time.